Event description:
It was reported after 5 months, leakage and pain for patient. Rn decided to take out and found longitudinal fracture (really near to 360 degrees) at 7 cm. PICC stabilized with securacath. 3cm at exit site.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a catheter separation is confirmed; however, the root cause could not be determined. One 4fr sl powerpicc catheter was returned for evaluation. An initial visual observation showed use residue on the catheter. A microscopic observation revealed a circumferential separation in the catheter tubing at the 7cm depth marker. The fracture surfaces of the spilt were observed to be rough and uneven with minor rounded edges. While the exact cause of the separation in the returned catheter could not be determined, possible contributing factors include material fatigue, compression damage, and/or excessive tensile (pulling) forces. This complaint will be recorded for future trending and monitoring purposes.